Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (25mg/ml at 13mg/day) via an implantable pump. The indication for use was radiculopathy and non-malignant pain. The patient's medical history included diabetes, asthma and gerd (gastro-esophageal reflux disease). On (B)(6) 2015, the patient was scheduled for a routine pump replacement procedure. When the surgeon opened the pump pocket, there was a 5ml clear fluid collection there. The clear bell connector was fractured at the suture line. The surgeon suspected that the suture was tied too tightly around the connector. The surgeon tried aspirating the catheter with no success. The surgeon suspected that because of the leak at the pump connection the catheter was no longer patent because nothing had been flowing through it. The catheter was clamped off at the end and left in place. The pump was removed. The surgeon planned to re-trial the patient and then possibly replace the catheter and pump depending on the outcome of trial. The patient had other medications of morphine ir and baclofen. The patient status was reported as "alive - no injury".